Event description:
It was reported that during a surgical procedure at the user facility that the device displayed a bias current error. The procedure was completed successfully with a slight delay; however, the delay was determined not to be clinically significant. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a surgical procedure at the user facility that the device displayed a bias current error. The procedure was completed successfully with a slight delay; however, the delay was determined not to be clinically significant. No adverse consequences or medical intervention were reported.